Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The customer reported that her husband used medihoney (ID 31505) recommended by the doctor and bought from a store pharmacy. They used it to treat his back and leg wounds. The wounds never healed and produced bacterial infection and cellulitis. It only got cured when prescribed with strong antibiotics.